Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information indicating that there was a problem with the old leads. The right ventricular (rv) and right atrial (ra) leads had reportedly fractured, when the patient received a new implanted device. The device had to be implanted on the right side and the old leads were abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information is received, this report will be updated.

Event description:
Additional information reported indicated that there was no issue with the leads. Medical records indicate that the pacemaker system was replaced with an MRI compatible pacemaker system. No adverse patient effects were reported.